Event description:
The customer reported that she was hospitalized due to possible diabetic ketoacidosis and a fractured pelvis. The customer's blood glucose levels were between 500 and 600 mg/dl. The customer stated that she fell and passed out prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. Unable to conduct the prime or high pressure test as the customer did not have supplies with her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.